Event description:
Customer allegedly sat on chair to shower and chair collapsed. Minor injury alleged.

Manufacturer narrative:
(B)(6) - RMA 860108208- I has been initiated for this issue. Model 91-2, serial number/date code is unknown. The owner's manual part number 1145752 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumers is (B)(6). Age is unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. (B)(6): dealer stated that when he got to the consumer's home, the chair was still in the shower. There were scattered shampoo bottles and 2 legs (back) were bent badly. The shower chair was extended at the highest level. Upon bringing the shower chair back to their location, dealer observed it further. Dealer confirmed that one of the legs on the unit was at a different level then the rest (see pictures on file). Dealer confirmed that the consumer received the unit through the mail and put it together by herself. A replacement chair was provided.